Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was 419 mg/dl which was treated with manual injection. Customers blood glucose was 400 mg/dl and took same amount of shot and was down to 125 mg/dl and 148 mg/dl. Customer alleged insulin pump was under delivering because blood glucose not go down with manual bolus and did with manual injection and when bolus takes a long time to beep to say it was done a really long time. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin exited at quick release. Displacement test was passed. Customers last blood glucose reading was 262 mg/dl and 389 mg/dl. The insulin pump will not be returned for analysis.